Manufacturer narrative:
The damage found was sustained during the surgical procedure. The the lead was otherwise normal.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead could not be fixed. The lead was not used. The patient was stable.

Event description:
New information available on (B)(6) 2018 states that the physician suspected there was a problem with the tip of the lead.